Event description:
It was reported that balloon burst occurred. The over75% stenosed target lesion was located in the moderately tortuous and moderately calcified left renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for implantation with the patient in the supine position. During the procedure, the left femoral artery was punctured, and the non-boston scientific (bsc) sheath was used during the procedure. However, during the first inflation at 7 atmospheres for about 1 to 2 seconds, the image showed that the balloon was not dilated and the contrast medium overflowed. It was then considered that the balloon burst. The device was removed without any problem using the normal method, and liquid leakage was confirmed after visual inspection. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a pinhole in the balloon.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The over75% stenosed target lesion was located in the moderately tortuous and moderately calcified left renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for implantation with the patient in the supine position. During the procedure, the left femoral artery was punctured, and the non-boston scientific (bsc) sheath was used during the procedure. However, during the first inflation at 7 atmospheres for about 1 to 2 seconds, the image showed that the balloon was not dilated and the contrast medium overflowed. It was then considered that the balloon burst. The device was removed without any problem using the normal method, and liquid leakage was confirmed after visual inspection. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.